Event description:
Mandatory medwatch received from the customer reporting a pt death while the device was in use. The report states "possible medication distribution error. Lithium ion battery failure". The customer was contacted and further event information was received. The pt was status post hysterectomy in 2001, receiving pain management therapy with morphine sulfate, probable concentration of 5mg/ml. Additional pump settings were not provided. The surgery was described as uneventful. On the day of the event at 1:00am, the pt was reported to be awake, sitting up in the bed talking to patient's family member on the telephone. At this time, patient was complaining of nausea and was medicated with 25mg phenergan ivp. At 2:00am, the pt was reported to be "sleeping". At 4:00am patient was still "sleeping with a respiratory rate of 8/minute; however, the staff could not awaken patient". Further pt condition, including other vital signs, was not provided. The emergency room physician was contacted and the pt received narcan 0.8mg ivp, reportedly with no effect/response. A code was called at 4:05am. The customer reported that the pt did not lose heart rate and did not have complete respiratory failure, but was intubated and transferred to the ICU. The amount of medication remaining in the vial compared to the amount expected to be remaining was not provided. The syringe was reportedly discarded. While in the ICU, the customer's biomedical staff printed an event history from the device. The history, which was printed on the day of the event at an unspecified time, was dated december 5, 1999 at 11:53pm due to a suspected lithium ion battery failure. See section b6 for history review. It was reported that the patient subsequently expired on the following day at an unspecified time. Though requested, there was no additional event information available.